Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket would not close completely during the ureteroscopy with laser procedure. No unintended section of the device remained inside the patient¿s body. There were no reported adverse patient consequences. The product was returned for investigation.

Manufacturer narrative:
A review of the complaint history, device history record, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Two devices were returned for investigation. The device deemed product ¿a¿ was evaluated. The device was returned with the udh handle in the closed position and the basket formation was partially open. A visual examination noted no kinks in the basket sheath and the pin vise cap to be tight. A functional test was performed and the udh handle actuated the basket formation to the open position but did not close the basket formation completely. The device deemed product ¿b¿ was evaluated. The device was returned with udh handle in the closed position; the basket formation was partially open. A visual examination noted no kinks in the basket sheath and the pin vise cap to be tight. One of the wires in the basket formation was found to be broken/ cut. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.